Manufacturer narrative:
The following information is included in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required.

Event description:
Allergan received a report that a male patient was treated on (B)(6) 2020 with coolsculpting to the lower abdomen using a coolmax applicator. The patient was also treated on (B)(6) 2020 with coolsculpting to the flanks using a cooladvantage applicator. About 5 months post treatment, the flanks treated area became firm with visible enlargement. The patient has since been assessed by a physician who diagnosed the flanks with paradoxical hyperplasia (ph).

Event description:
Allergan received a report that a male patient was treated on (B)(6) 2020 with coolsculpting to the lower abdomen using a coolmax applicator. The patient was also treated on (B)(6) 2020 with coolsculpting to the flanks using a cooladvantage applicator. About 5 months post treatment, the flanks treated area became firm with visible enlargement. The patient has since been assessed by a physician who diagnosed the flanks with paradoxical hyperplasia (ph).